Event description:
It was reported that the pump had alarmed air in line. Reporter stated the patient pressed stop/start prior to calling. The settings had been reviewed (reservoir volume 29 ml, continuous rate 0.6 ml/hour, total given 72 ml), and the pump was restarted; however, the air in line alarm had returned. Reporter stated air bubbles were noted in the cassette tubing, so the cassette tubing was massaged, and the cassette was gently tapped on a hard surface. Troubleshooting was unsuccessful and the air in line alarm persisted. Reporter stated a hard reset of the pump was also performed but the air in the line alarm remained. Reporter indicated the patient finger tightened all connections to ensure the spike was fully inserted into the bag, and the patient denied seeing any visible air in the tubing. The alarm again persisted. The patient was redirected to their infusion center. Reporter reviewed with the patient that the medication could not be stopped for more than four hours. The patient was not medically affected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: mfg establishment name updated. H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.